Event description:
It was reported that this implantable pacemaker had a pacemaker mediated tachycardia (pmt) episode stored. Technical services (ts) reviewed the episode and noted that the device deemed a right ventricular (rv) pace as loss of capture and rv bi-ventricular pacing was delivered. Additionally, a fused beat was noted 2 beats later. Ts discussed how the device determines capture versus non-capture and suspected loc to be a timing issue post pmt algorithm. All other rv lead trends appeared to be normal, stable and within normal limits. This device remains in service and no adverse patient effects were reported.